Event description:
It was reported that during a percutaneous coronary interventional procedure, a device became stuck on the guidewire. A non-bsc guide wire was advanced in the patient. The 6.0x40mm75cm mustang balloon catheter was being loaded onto the non-bsc guidewire and the balloon became stuck on the guidewire. The physician attempted to remove the balloon from the wire and the shaft started to buckle from the force of pulling on the wire. The balloon catheter and guide wire required removal at the same time. The procedure was completed with another non-bsc wire and mustang balloon. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous coronary interventional procedure, a device became stuck on the guidewire. A non-bsc guide wire was advanced in the patient. The 6.0x40mm75cm mustang balloon catheter was being loaded onto the non-bsc guidewire and the balloon became stuck on the guidewire. The physician attempted to remove the balloon from the wire and the shaft started to buckle from the force of pulling on the wire. The balloon catheter and guide wire required removal at the same time. The procedure was completed with another non-bsc wire and mustang balloon. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - initial examination of the returned device showed no evidence of being inflated. It was noted that a guidewire was returned inside the guidewire lumen of the device. The guidewire was stuck and could not be removed from the device. The shaft of the device was severely stretched and kinked at the distal end of the strain relief. The distal end of the strain relief was also damaged, slightly flared. The od (outer diameter) of the guidewire was measured and confirmed to be 0.035 inches in diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).